Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported difficulty of home patient (hp) did not feel the hc device was working properly and his stomach felt full was neither confirmed in the device logs nor duplicated during pal evaluation. The event log and therapy log from (B)(4) 2011 had already been over-written and could not be confirmed. No issues were identified during a review of the device's history record that may have contributed to the reported difficulty. A cause of the reported difficulty was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he did not feel the hc was working properly as his stomach felt really full. The hp stated he did a manual drain of 3500ml. The technical service representative (tsr) had the hp check the programming: fill volume 2500ml. The tsr checked the therapy log: (B)(6) 2011 1309 therapy complete, cycle 3 uf 1630ml. The tsr explained the machine is delivering the correct amount of fluid but that the hp is not draining properly. The tsr explained the patient line may be kinked or pinched or the position of the hp may be slowing the flow or the position of the cycler. The hp stated the top of the machine is higher than the mattress. The tsr suggested that the hp lower the machine so the top of the machine is lower than the mattress. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.